Manufacturer narrative:
(B)(4).

Event description:
It was reported that increase in rv pacing lead impedance was observed. The patient is pacemaker dependent. Patient was asymptomatic. The lead was explanted and replaced. During explant, the physician suspected it was a possible crush issue as there was difficulty maneuvering around the clavicle bend. The patient was stable post-procedure.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.